Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number (B)(4) is relevant to the reported issue.

Event description:
Physio-control was performing a field action when an event code was noted. The event code logged in the devices memory can be indicative of a failure of the device to deliver defibrillation energy if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control reviewed the device data and verified the reported issue. Physio erased the event codes from the device memory and did not observe them return during device testing. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
Physio-control was performing a field action when an event code was noted. The event code logged in the devices memory can be indicative of a failure of the device to deliver defibrillation energy if needed. There was no patient use associated with the reported event.